Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and was able to replicate and confirm the reported event. The nonconforming ultrasound (u/s) controller printed circuit board (pcb) was replaced to address the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming ultrasound (u/s) controller printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The pcb ultrasound controller was received for evaluation. A visual assessment of the returned sample found a connector pin (j9) that was out of position. The pin was moved back into position and the returned us controller pcba was installed on a calibrated system. The system was booted up with no nonconformities observed. A calibrated load box was connected to the system and a calibrated handpiece was primed and tuned without error. The service test procedure (stp) were performed with no nonconformities observed. The pcb ultrasound controller was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A customer reported experiencing no phacoemulsification. There were no surgical cases scheduled. The system was turned on for testing.